Event description:
It was reported that there was a patient death with an unknown cause. The drugs used in this system were fentanyl and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8711, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4). Final analysis of the pump found reservoir access issues due to residue. During the internal decontamination process, it was noticeably more difficult to remove the bleach solution and fill with deionized water. Upon destructive analysis, precipitate was found in the fluid path. Final analysis of the catheter found no significant anomalies, though the catheter had been returned in segments.